Manufacturer narrative:
Although the initial test result was correctly mrsa positive and matched phenotypic findings, a subsequent retest with a new blood culture sample was negative, due to a negative scc target and a suspected sccmec variant. The customer questioned these unusual results and asked for a sequencing investigation (ongoing). The patient was managed as mrsa positive from the outset, ensuring appropriate antimicrobial therapy. There was no adverse outcome occurred due to the test discrepancy. The patient remains hospitalized, with no significant changes in clinical status related to this event. At this point, the investigation is still ongoing. Sample is pending in-house investigation. A supplemental report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2025, a customer reported a discrepancy to cepheid with xpert mrsa-sa bc (lot 21902/1001452783) [methicillin-resistant staphylococcus aureus and staphylococcus aureus blood culture]. The patient is 63 years old, immunocompromised, and has diabetes, cancer, vascular disease, and autoimmune hemolytic anemia. The patient did not have an in-dwelling catheter and was not on antibiotics prior to blood collection. On (B)(6) 2025 at 09:51, a first blood culture sample was flagged positive. Gram stain was performed and gram-positive cocci in clusters were observed. The blood culture was then tested using xpert mrsa-sa bc (lot 21902/1001452783), and the result was mrsa positive and sa positive. The result was reported to the physician. On (B)(6) 2025, the same sample underwent phenotypic testing using eiken chemical ia60f dry plates (dedicated panel), which showed resistance to the following antibiotics: abpc (>0.5), abpc/sbt (16), cez (>32), ctm (>32), cmz (32), cfx (>8), fmox (32), mepm (>8), frpm (>8), gm (>8), lvfx (>2), em (>4), and cldm ( less than or equal too 0.5). Sensitivity was observed for abk (1), teic (<1), vcm (1), lzd (2), dap (0.5), mino (4), and fom (<32). This result was reported to the physician. On (B)(6) 2025 at 10:14, a second blood culture sample was tested using xpert mrsa-sa bc (same lot 21902/1001452783), and the result was mrsa negative and sa positive. This result was not reported to the physician. On (B)(6) 2025, the second sample underwent phenotypic testing using eiken chemical ia60f dry plates (dedicated panel), which showed resistance to the following antibiotics: abpc (>0.5), abpc/sbt (16), cez (>32), ctm (>32), cmz (32), cfx (>8), fmox (32), mepm (>8), frpm (>8), gm (>8), lvfx (>2), em (>4), and cldm (less than or equal to 0.5). Sensitivity was observed for abk (1), teic (<1), vcm (1), lzd (2), dap (0.5), mino (4), and fom (<32). This result was not reported to the physician. Testing on xpert mrsa/sa bc followed the package insert (pi). Culture plates used included nhm2 sheep blood agar (eiken chemical), vital media btb agar ((B)(4) pharmaceutical), and rabbit abcm blood agar (eiken chemical). A single bacterial species was observed. The susceptibility test was performed using eiken chemical ia60f dry plates and confirmed mrsa, which was reported to the physician. The patient was managed assuming mrsa infection, and no significant changes occurred. No adverse outcome occurred because mssa (methicillin-sensitive staphylococcus aureus) was not reported. On (B)(6) 2025, the patient was transferred from another hospital and is currently hospitalized.

Manufacturer narrative:
Although the initial test result was correctly mrsa positive and matched phenotypic findings, a subsequent retest with a new blood culture sample was negative and the customer questioned these unusual results and asked for a sequencing investigation. This investigation successfully identified the root cause of the discrepant results observed for the isolate obtained from the customer. Phenotypic testing and whole-genome sequencing confirmed that isolate is a true methicillin-resistant staphylococcus aureus (mrsa) strain, identified as staphylococcus aureus by k-mer spectra analysis and carrying the meca gene (methicillin-resistance gene a). Genotypic characterization showed that the isolate belongs to st8 by mlst (multilocus sequence typing), harbors an sccmec type I (1b) element (staphylococcal cassette chromosome mec), and exhibits an untypeable spa (staphylococcal protein a gene) profile using the cge spa finder tool, still detectable by the xpert mrsa/sa bc spa oligos. Whole-genome sequencing revealed a large insertion of approximately 22,404 base pairs (bp) in the orfx/sccmec junction region. This insertion spatially separates the scc forward primers from scc reverse primer a used in the xpert mrsa/sa blood culture assay, thereby preventing amplification of the scc target and explaining the observed mrsa-negative molecular result despite persistent phenotypic resistance. Importantly, this structural alteration does not affect amplification with the next generation reverse primer l, consistent with the ability of the xpert mrsa nxg assay to detect this strain. Comparative sequence analysis demonstrated that the inserted region shares high similarity with elements described in previously reported variant mrsa strains. Specifically, blast (basic local alignment search tool) analysis identified close homology to regions downstream of orfx in s. Aureus tum9463, an sccmec ii linezolid-resistant mrsa strain reported by harada et al., while the overall orfx/sccmec junction of isolate 18342 closely matches that of strain jcsc6852. This sccmec I strain was previously reported by zhang et al. To escape detection by certain molecular assays due to a divergent j3 region resembling sccmec type x. These findings are fully consistent with the late or absent scc signal observed in the xpert mrsa/sa blood culture assay and with successful detection using the updated nxg primer design. In summary, cepheid's investigation confirmed that the isolate is a methicillin-resistant staphylococcus aureus. Phenotypic susceptibility testing and whole-genome sequencing verified the presence of the meca resistance gene. The root cause is a mrsa genetic variant, which cepheid considers a malfunction. The case is therefore deemed reportable. Annex codes have been updated to reflect the outcome of the investigation.